Event description:
A report was received that some health care workers (hcw) experienced laryngitis and headache. They were using cidex opa in an automatic endoscopic reprocessor. It was reported that the unit was a scrubber and does 500 air exchanges per hour. Subsequent specific user info was received for 5 hcws. This is the report for the first hcw who experienced a headache and sore throat for 2-3 days. The hcw declined medical attention or treatment. It is unk if the hcw was wearing personal protective equipment (ppe) when handling cidex opa.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history, trending by problem code, failure mode and effects analysis, and system hazard and user misuse analysis. No lot # was provided; therefore, a complaint lot history review was not performed. A review of the complaint history over the past 12 months (october 2009 to september 2010) for cidex opa solution with the problem code "hr - allergic symptoms" did not reveal any significant trends. (B)(4). Exposure to ortho-phthalaldehyde vapors may be irritating to the respiratory tract and eyes. It may cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing, wheezing, tightening of throat, urticaria (hives), rash, loss of smell, tingling of mouth or lips, dry mouth or headache. Vapors may aggravate preexisting asthma or bronchitis. Symptoms are typically transient and disappear once the user is moved to a well-ventilated area. The cidex opa IFU (instructions for use) states to use cidex opa solution in a well-ventilated area and in closed containers with tight-fitting lids. If adequate ventilation is not provided by the existing air conditioning system, use in local exhaust hoods, or in ductless fume hoods/portable ventilation devices which contain filter media which absorb ortho-phthaladehyde from the air. Some potential causes of hcw (healthcare worker) reported symptoms while working with cidex opa may include inadequate ventilation of the room, improper use of the solution and/or inadequate use of ppe (personal protective equipment). Although it was reported that the facility uses a scrubber and that it provides 500 air exchanges, it is unknown whether the room is well-ventilated or whether the scrubber was able to absorb opa vapors. A CAPA (corrective and preventive action) was opened to investigate hcw reports of human reaction symptoms while working with cidex opa solution. Through the investigation, it was determined that inadequate ventilation and/or user related issues were contributing to the majority of these reported human reaction symptoms.